Event description:
This lead was implanted on (B)(6) 2000 and remains implanted. It was reported to technical services on 9/14/2011 that there was a check rv lead message when this patient was at the emergency room for a shock. Further review revealed some low amp rv r waves, impedance is good. Cannot rule out the low r wave may have lead to undersensing. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).